Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. However, upon inspection the customer's battery was found to be depleted. The battery was returned to zoll medical corporation for further evaluation and testing. The battery was installed into a test AED pro, the shock button illuminates but the device does not turn on. The battery was disassembled and inspected with no untypical discrepancies found. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.